Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that pt stated that their controller didn't seem to be working properly for the last couple weeks. Pt said that when they increased the stimulation, the controller battery wasn't draining at all. Agent clarified with the pt and asked the pt if they were referring to the ins battery, however pt said that they were speaking of the controller battery. Agent reviewed device functionality with the pt. Pt then said that they couldn't increase or decrease the stimulation. Agent clarified with the pt, however pt then said that they could increase and decrease the stimulation. Pt said that they increased the stimulation to 2.8, but the battery didn't drain at all. Agent clarified with the pt again, and pt then confirmed that they were speaking of the ins battery not draining. Agent asked the pt if they were feeling the stimulation and pt said no. The controller was working as intended and the issue was not actually with the controller. The issue was not resolved. The patient was redirected to their healthcare provider to further address the therapy issue.